Event description:
It was reported the patient's ipg incision had not completely closed. Surgical intervention was undertaken and the physician sutured the area. The patient indicated he believed he also had an infection; however, the site was not red, but it was sore. The patient was placed on oral antibiotics as a precaution and culture results were negative. The patient is healing and is continuing to follow-up with his physician.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.